Manufacturer narrative:
Exact date unknown, event occurred past few months ago the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 19993278.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.